Event description:
The customer's wife reported that the customer passed away. Prior to his death the customer was taken to the hosp with a blood glucose reading at 930 mg/dl. The customer did have a heart attack while he was in the hospital. The actual cause of death was unknown as the death certificate was still pending. Attempts were made to contact the customer's wife to return the insulin pump. However, there was no answer and there was no answering machine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.